Event description:
It was reported while attempting to transport a (B)(6) lb patient back into their residence, the medics leaned the chair back and heard and felt the seat hinges allegedly snap and break. The crew waited for a new chair to be delivered to the residence so they could complete the transfer. There were no reports of injury to the patient or medic crew. Initial information indicates the patient's weight was in excess of the labeled weight limit for the stair chair.

Manufacturer narrative:
The stair chair was evaluated at the complainant's site by an authorized field technician. A visual evaluation was conducted and the alleged break of the seat hinge was confirmed. The evaluation revealed abrasions on the broken areas indicating potential prior damage in the area. The cross member on the main vertical frame was bent and there was excessive play in most of the joints. Based on the evaluation observations and the information indicating use of the chair in excess of the published weight limit, it was recommended that the chair be removed from service and replaced. There was no further information provided indicating the patient was adversely affected by the delay in transport.

Event description:
It was reported while attempting to transport a (B)(6) patient back into their residence, the medics leaned the chair back and heard and felt the seat hinges allegedly snap and break. The crew waited for a new chair to be delivered to the residence so they could complete the transfer. There were no reports of injury to the patient or medic crew. Initial information indicates the patient's weight was in excess of the labeled weight limit for the stair chair.